Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, it was found that the right atrial lead exhibited noise that was oversensed by the device. The lead was capped and replaced on 14 nov 2022. The patient was in stable condition.